Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter does not power on. Four days later, this medical affairs specialist contacted the patient to obtain/clarify more information. According to the patient, she obtained the lfs meter in the summer of 2007 (unspecified date) and has not been able to use the meter since purchase. The patient has not been able to tested her blood glucose in the entire summer and stated that she has had several alleged low sugar episodes. The patient has had symptoms described as "sweaty, couldn't walk or talk, hard to breathe, hard to talk, and maybe passed out" on four days prior to original date. The patient was treated with food/beverages by a healthcare professional on each occasion. On three days later, the patient was tested on a doctor's meter at "60 mg/dl" and was given candy. The patient was tested on the doctor's meter again after the treatment at "75 mg/dl" the patient did not take any action in regards to diabetes treatment as a result of the reported issue. During troubleshooting, the patient verified that he was using the correct test strips with the lfs meter, the lfs meter would not power on with both the power button and the test strip firmly inserted into the meter, the meter's battery was changed per the owner's manual, and the battery contacts were in good condition. This complaint is being reported because the patient claimed she has not been able to obtained a blood glucose reading due to the reported issue, developed symptoms that can be suggestive of hypoglycemia, and was treated with food/beverages by a healthcare professional. Replacement products were sent to the patient.